Manufacturer narrative:
The customer returned one used lapsac surgical tissue pouch for evaluation. The physician was performing a cholecystectomy procedure on a pt, during the procedure, the pt's intestines were perforated. In viewing the tissue pouch received, it was noted to have two locations that are torn. One location was found to be from one side seam to the other, 6 centimeters in length and 6 millimeters from the bottom of the tissue pouch. The second tear was a three corner tear located 15 millimeters from the bottom of the pouch along with several small indentations to left of the three corner tear which would correlate to an instrument from the inside. Additional info received from the physician: the original procedure would have taken one hour, however another three hours spent to repair the pt's intestines, noting the pt's situation is good. He also stated he did not check the tissue pouch prior to using and that maybe he had tore it while doing the procedure. Most likely an instrument used to perform the cholecystectomy has caused the tears in the tissue pouch along with perforating the intestines.

Event description:
The bag was broken during the procedure and the surgical device went out through the bottom of the bag. That caused the pt perforated seriously. The physician then repaired the pt's perforation problem. The accident happened in june. The pt's condition is fine now. Pt's situation is good now.